Manufacturer narrative:
Additional reports will be made for the other patients with lava ultimate crowns in this practice who required root canal treatment. Since this event involved two medical devices, two manufacturer reports are being submitted. Manufacturer report number 9611385-2015-00054 describes the second device.

Event description:
On (B)(4) 2015, a representative from a dental office reported that patients with 3m espe lava ultimate cad/cam restorative crowns required root canal treatment. Follow-up information provided by the office on (B)(6) 2015, detailed the case of a (B)(6) year old female patient who received a lava ultimate cad/cam restorative for cerec crown on tooth #31 secured with 3m espe relyx unicem 2 cement on (B)(6) 2012. The crown debonded, which led to sensitivity; further details on when the debonding occurred and the duration of the sensitivity were not provided. On (B)(6) 2014, a root canal was performed. The patient is currently reported to be asymptomatic.